Event description:
Left colon resection, doctor attempted a reanastomosis of the colon with a sureform davinci xi 60mm stapler. Upon firing the stapler, it never recognized that the tissue was too thick to cut. It cut the tissue halfway and stopped. The csfa reloaded the stapler and the surgeon attempted once more and it failed again. We had to get a new stapler and a new load. He cut out the colon which was damaged, and performed a successful reanastomosis with the new stapler and load. FDA safety report ID# (B)(4).